Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 06/13/2016 to report that the patient experienced painful sensor insertion on (B)(6) 2015. The sensor was inserted into the abdomen. On (B)(6) 2015, patient's mother consulted with the patient's doctor about inseriton of the sensor, as the needle pricking the body could be painful. Patient was prescribed lidocaine to numb the area before insertion. At the time of contact, the patient was fine. No additional event or patient information was provided.